Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h14b11023 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, and was hospitalized the same day. The pdrn stated that the hp¿s admitting diagnosis was bacteremia that was brought on by a cardiovascular (cv) infection. The pdrn stated while hospitalized they diagnosed the hp with the event of peritonitis. The cause of the peritonitis was unknown, but was potentially due to hospital staff unaware of how to correctly perform peritoneal dialysis. The cause of the bacteremia was due to a cardiovascular infection. On an unreported date, the patient was treated with ceftazidime 1gm intraperitoneally for 5 days (frequency not reported). Three days after the hospitalization started, the patient was discharged from the hospital. It was reported that the patient was recovering from the peritonitis event. It was not reported if the patient was recovering or had recovered from the bacteremia. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.